Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found tine marks on the carrier tube, the distal end of the device was normal and the exchange sheath was fully slit. Internal examination found all of the components in the correct post deployment positions and undamaged. Based on the evaluation of the returned device the reported experience of clip deployed but did not achieve hemostasis could not be confirmed. The device functioned according to specifications. A review of the finished product history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no other complaints within this lot reported for failure to achieve hemostasis after the clip was deployed. There does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed but hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequlela. Though requested, no additional information was provided.